Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA, stating that the device cannot attach to the motor. It is known that the device was being used during surgery. It is known that there was no user or patient injury. No additional information available.